Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable low elecsys hcg test system (hcg stat) result for 1 patient sample tested on a cobas 6000 e 601 module. The initial hcg stat result from the cobas e601 was 3.82 miu/ml. The same sample was tested on a cobas e411 with an hcg stat result of 470.7 miu/ml with a data flag. Hcg stat testing was repeated again on the cobas e601 with a result of 450.0 miu/ml. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The hcg stat reagent lot was 24867501 with an expiration date of 30-sep-2018. The customer stated a visual inspection of the patient sample found it was clear but there were visible patches of gel on the walls of the tube. The investigation is currently ongoing.

Manufacturer narrative:
Based on the qc data provided, a general reagent issue can likely be excluded. As visible patches of gel were found on the tube walls, the error was likely caused by improper pre-analytical handling related to how the sample was centrifuged.